Manufacturer narrative:
UDI not available at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. Review of system records found multiple subsequent surgery coverage records where no issues were reported and the system functioned within specs. Off-label use.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy. It was reported that intra-operatively, while navigating, the surgeon wanted to change the chosen trajectory. The patient was already sterile, and the site didn¿t want to shave another spot, so the site chose to create a burr hole to get the trajectory they wanted. It was reported that the surgeon wanted a specific trajectory from the top of the head, basically straight down to the tumor, avoiding the ventricle. A manufacturer representative noticed that the crown of the head sloped a fair amount and was concerned that the angle could exceed the 25-degree maximum offered by the angled base plate. The surgeon decided to move forward by shaving the patient¿s hair, marking the skin, prepping and draping the site, and making an incision down to the bone. Before the surgeon perforated the skull, the representative had the surgeon check the angle with the probe and it was around 25-27 degrees. The surgeon then perforated the skull and brought the baseplate, pipe, and probe up to check the angle and make sure it was oriented correctly before securing it. At first, the surgeon had it positioned wrong, so it was off but once oriented correctly it still wouldn¿t follow the plan exactly. The surgeon was able to cheat the angle a bit by burring down the edge of the skull slightly to get into the correct orientation with the plan. The surgeon then locked the base plate down and completed the biopsy normally. The surgeon got the diagnosis. Surgery was completed using the navigation system and there was a delay of five to ten minutes. The patient was affected.